Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05804. It was reported that the burr became twined with the rotawire. The 80% stenosed, 20x2.5mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink burr and a rotawire were used to treat the target lesion. During the procedure, it was noted that the burr was twined with the rotawire. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.